Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to water ingress. Our evaluation found internal water damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.